Manufacturer narrative:
One 6f fast-cath introducer and dilator were received for eval. Visual inspection revealed a crack around the circumference of the cath-lock cap. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Additional testing revealed that the sonic weld process could potentially contribute to this type of event. After reviewing the process with the appropriate sjm personnel, it was decided to move the sonic weld step of all products using this style cath lock cap from a single station weld machine, to a newer multi station rotary table weld machine.

Event description:
After opening the strile package, the fast-cath hemostasis introducer was observed to be broken. A crack in the cath-lock cap was noted.